Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. Ppae (anemia/thrombosis): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information: the g3 (date received by manufacturer) in mwr-05052026-0002093332 follow-up #1 was incorrectly reported. The correct g3 should be 05/06/2026, which makes the submission due date to be 06/05/2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old male patient developed post cardiotomy shock after surgery and was implanted with an impella 5.5. Following va ECMO support. An intra-aortic ballon pump (iabp) was placed in combination with impella but was removed post operatively. ECMO decannulation was done on (B)(6) 2025 and an echo showed a large clot in the left ventricle. The patient received multiple blood products due to coagulopathy. The patient did develop some left sided weakness, however a CT done was negative. The patient was explanted on (B)(6) 2025.